Manufacturer narrative:
Standard disclaimer on file.

Event description:
A med professional reported that on 9/11/97, pt's blood glucose measured 52 mg/dl on suspect device. Pt was treated with 50% dextrose, 240 ml grape juice, and a packet of sugar. Twenty mins later blood glucose tested 37 mg/dl on suspect device, and a lab value of 109 mg/dl was obtained (method unk). Pt was kept under observation and was discharged. Controls run on suspect device were within range.